Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the left tube evidently had a near perforation of the essure implant'), pelvic pain ('pelvic'), autoimmune disorder ('autoimmune diagnosed') and seizure ('seizures') in an adult female patient who had essure (batch no. A25165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included obesity, fever and night sweats. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloated"), bladder disorder ("bladder/urinary problem"), urinary tract disorder ("bladder/urinary problem"), tooth disorder ("dental problems"), alopecia ("hair loss"), acne ("acne"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (diagnostic laparoscopy, mini laparotomy essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, autoimmune disorder, seizure, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, menorrhagia, vaginal discharge, abdominal distension, bladder disorder, urinary tract disorder, tooth disorder, alopecia, weight increased, acne, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, autoimmune disorder, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, migraine, pelvic pain, seizure, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the left fallopian tube evidently had a near perforation of the essure implant. Discrepancy noted in removal dates: (B)(6) 2016. Coils protruding into uterine cavity on right side 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the left tube evidently had a near perforation of the essure implant'), pelvic pain ('pelvic'), autoimmune disorder ('autoimmune diagnosed') and seizure ('seizures') in an adult female patient who had essure (batch no. A25165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's concurrent conditions included obesity, fever and night sweats. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloated"), bladder disorder ("bladder/urinary problem"), urinary tract disorder ("bladder/urinary problem"), tooth disorder ("dental problems"), alopecia ("hair loss"), acne ("acne"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (diagnostic laparoscopy, mini laparotomy essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, autoimmune disorder, seizure, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, menorrhagia, vaginal discharge, abdominal distension, bladder disorder, urinary tract disorder, tooth disorder, alopecia, weight increased, acne, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, autoimmune disorder, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, migraine, pelvic pain, seizure, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the left fallopian tube evidently had a near perforation of the essure implant. Discrepancy noted in removal dates: (B)(6) 2016, (B)(6) 2016. Coils protruding into uterine cavity on right side 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Most recent follow-up information incorporated above includes: on 9-oct-2019: plaintiff fact sheet received: lot no. Was added. New events - abnormal bleeding (vaginal), migraines / headaches were added. Reporter's information, patient demography were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic'), autoimmune disorder ('autoimmune diagnosed') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), seizure (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloated"), bladder disorder ("bladder/urinary problem"), urinary tract disorder ("bladder/urinary problem"), tooth disorder ("dental problems"), alopecia ("hair loss") and acne ("acne") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, seizure, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, menorrhagia, vaginal discharge, abdominal distension, bladder disorder, urinary tract disorder, tooth disorder, alopecia, weight increased and acne outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, autoimmune disorder, bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, seizure, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : previously reported event of "injury to herself" was updated to pelvic pain. Additional events were added - dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia, nickel allergy, autoimmune disorder, vaginal discharge, bladder disorder, urinary tract disorder, seizures, dental problems, hair loss, weight gain, bloating, acne, device monitoring procedure not performed. Reporter added, patient demographic added, product indication updated. Essure removal date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.